Event description:
In early 2009, the pt reported that while attempting to clear an e7 (electronic) error he removed the insulin cartridge and 16 units of insulin spilled into the cartridge compartment of the infusion device. He switched to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.